Event description:
Customer reported having a problem getting his locked freestyle flash meter to turn on with strip insertion. The device was returned and during the course of the investigation, it was discovered, the meter was unlocked with the uom selectable.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Errors 1301, 0300, 0015, 0204, 0800 and 0806 were not found in error log indicating battery droop. Calibration parameters were within spec. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the famay2006 letter.